Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent hysterectomy with bso and laparoscopic cholecystectomy due to sui and pelvic floor relaxation. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems and recurrence. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on an undisclosed date and unknown mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue, and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 7/17/2017